Event description:
It was reported the patient¿s therapy worked at the beginning but it stopped after the patient had a cystoscopy. It was noted the procedure was in (B)(6) 2014. The patient stated they could still feel the vibration.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had a loss of therapeutic effect. The patient was on program 2 at 1.6v but the therapy was not working since (B)(6) 2013 after a scope was done. It was noted that prior to that procedure the patient was taking klonopin and using the stimulation and it was working for them about 80 percent but after the scope procedure it wasn¿t working for them. The patient saw their health care provider (hcp) 3 months ago for programming but the device was still not working for them and they inquired if the lead wires could have moved. It was noted that the patient had a kidney stone removed on (B)(6) 2014. The patient was still going to the bathroom all the time and ¿it stinks.¿ it was reported that the patient didn¿t have bladder cancer or stones and was clean as a whistle.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va04buz, implanted: (B)(6) 2013, product type: lead. Product ID: neu_un known_prog, serial# unknown, product type: programmer, physician. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the patient had a question regarding compatibility of a laser procedure in groin area for pelvic pain nerve damage. The patient reported that the device worked for about two to three months, but it hadn't worked very well since then. The patient met with their doctor a few months ago, and the doctor said that everything looked good and nothing was disconnected.